Event description:
Arjo was notified of an event involving a citadel plus bed. According to the customer's allegation, the air mattress appeared to be overinflating and one of the side rails did not lock, resulting in a patient falling from the bed. It is unknown whether the patient sustained any injury. The customer indicated uncertainty regarding the exact circumstances of the event, as the citadel plus bed had reportedly been functioning without issue for approximately two weeks prior. A subsequent inspection performed by an arjo service center did not identify any faults with the citadel plus bed. All four side rails were tested and locked securely. The right-side width extension (42") was found in the extended position. No malfunction was detected. Attempts were made to contact the customer to obtain additional information regarding the event and the patient outcome; however, no additional information was received.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.